Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional and a manufacturing representative regarding a patient who was receiving morphine (concentration 20mg/ml, dose 6.007 mg/day) and bupivacaine (concentration 20mg/ml, dose 6.007 mg/day) via an implantable pump for non-malignant pain and lumbar radiculopathy. The patient was in the emergency room with a decreased level of consciousness and they thought that he may be getting too much medication. They wanted to turn the pump off so they could determine if patient condition was related to the pump. The pump was programmed to minimum rate mode. It was noted that there was nothing out of the ordinary showing on the pump logs. Additional information has been requested regarding diagnostics performed, actions/interventions and resolution of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was transferred to the hospital and oxygen was applied. A narcan drip was then used shortly at the hospital. No further information was able to be obtained.